Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4: MFR reference report: 1627487-2019-00440, 1627487-2019-00442, and 1627487-2019-00443. It was reported that the patient had inadequate therapy due to lead migration. The leads were repositioned on (B)(6) 2018 by the physician, nothing was explanted or implanted. The patient has effective stimulation post operatively.

Event description:
Device 2 of 4: MFR reference report: 1627487-2019-00440, 1627487-2019-00442, and 1627487-2019-00443.